Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that after completion of a total hip replacement procedure using the orthomap versatile hip 2.0-1 navigation software, the surgeon was performing the post operative leg length check on the patient. It was reported that instead of the 8mm leg length, which the system displayed at the time of placement, it measured 20mm in length. It was reported that the patient's leg is 12mm longer than what it should have been. The patient opted not to have revision surgery to correct the length. No other adverse consequences were reported.

Manufacturer narrative:
The complaint that leg length was found to be incorrect when the surgeon was doing the post operation check was confirmed. Based on the investigation results and the information provided during the follow up report, it is possible that the reported leg length issue occurred due to insufficient motion analysis during trial/final reduction. It is also possible that tracker movement may have caused or contributed to the reported event.

Event description:
It was reported that after completion of a total hip replacement procedure using the orthomap versatile hip 2.0-1 navigation software, the surgeon was performing the post operative leg length check on the patient. It was reported that instead of the 8mm leg length, which the system displayed at the time of placement, it measured 20mm in length. It was reported that the patient's leg is 12mm longer than what it should have been. The patient opted not to have revision surgery to correct the length. No other adverse consequences were reported.